Event description:
It was reported that during a gastric bypass procedure, there was an incomplete staple line. Procedure ended with manual sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.